Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During primary surgery it was reported by the customer that the central screw got stuck in the baseplate while fixing it in glenoid. The screw of appropriate diameter was used and could not be removed. Later it was replaced by a post.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device was received in a damaged state, making proper functional inspection impossible. The device inspection revealed the following: a visual inspection revealed central screw and the baseplate in disassembled condition. The central screw has damaged threads and contains circular gouge marks along the shank portion of the screw indicating forceful removal. Furthermore, the device arrived in a disassembled state, a functional inspection was conducted using a returned central screw to evaluate its removal from the baseplate. The screw only seated halfway in the central screw hole, likely due to damaged threads, making full assembly impossible. However, the removal from the halfway point was performed without difficulty, hence the event cannot be confirmed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. However, intra-operative removal of a central screw from an implanted tornier perform reversed glenoid baseplate is not advised. If the central screw does not disengage from the baseplate, a new baseplate with the correct length central screw will need to be implanted. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a user related issue. The event was caused by not following the operative technique and improper handling of the device leading to damaged threads and disassembling impairment. If more information is provided, the case will be reassessed.

Event description:
During primary surgery it was reported by the customer that the central screw got stuck in the baseplate while fixing it in glenoid. The screw of appropriate diameter was used and could not be removed. Later it was replaced by a post.